Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the inner part with the screw of the sterile tube got stuck in the outer part. There was no medical procedure or delay reported. There was no patient consequence. This complaint involves eleven (11) devices. This is 5 of 9 for report (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the part was received in an already opened condition. Otherwise, the part is in a good condition. Furthermore, there are no signs of a foreign substance. The root cause was identified during the performed CAPA evaluation (inadequately defined design of the inner tube & inner cap). All further investigations and actions will be documented within CAPA and hence the in the investigation flow listed remaining investigation steps are not required. Device history lot sterile part part: 412.134ts lot: 6l42388 manufacturing site: selzach supplier: früh verpackungstechnik ag. Release to warehouse date: 18.nov.2019. Expiry date: 01.nov.2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Non-sterile part number: 412.134 lot number: 22p5420 manufacturing site: grenchen release to warehouse date: 24 october 2019 a manufacturing record evaluation was performed for the finished device with lot number 22p5420, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.